Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm large hem-o-lok clip applier instrument to perform failure analysis. The instrument was analyzed and found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and instrument failed the test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user had difficulty getting the weck ligation clips to click into the 8mm large hem-o-lok clip applier instrument while loading. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.